Event description:
The monitor was supplied with the optional hooks fitted to the handle. During transport while hooked to the rail of the trolley, the handle broke causing the monitor to drop to the floor. Damage: broke case, broken handle, damaged main processor pcb. Part no 5594507. This is the third incident of this type to happen at this site. In the first two incidents, only the handle and case were broken. An incident report was not completed.